Event description:
Poor image quality, also with test pcb: ccd defective there was no report of patient harm. This event occurred at the time of during inspection.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.